Manufacturer narrative:
The sample was discarded. The lot number was not provided, therefore, the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. The instructions for use states the following precautions "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain." An additional warning states: "drain breakage may require surgical removal."

Event description:
It was reported that 10 days after drain removal, the pt returned to the hospital complaining of tenderness and a lump at the location where the drain was placed in the epidural space. According to the staff nurses, one day post-op the pt rolled onto the drain causing it to come out prematurely. The x-ray taken showed the drain fairly close to the skin edge. The pt returned to the hospital for surgical removal of the drain.